Manufacturer narrative:
Product complaint # (B)(4). Additional information: even with replacement of the reservoir, there was no improvement, and the cause is considered to be blockage of the drain. [Current status of the patient] the patient is in the hospital. [Progress] the patient is in the hospital. [Health injury details] it¿s currently being confirmed. [Treatment details] suction could not be done, and it¿s being handled with a syringe. It is unknown whether the reservoir swelled or not at this point. [Product use details] it¿s currently being confirmed. [Surgeon¿s comment] he said that the cause is unknown, and he wants us to investigate the possible causes and countermeasures. Further details are not provided. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Were there any patient consequences? Was there any surgical intervention performed to correct the situation? Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? Device return status this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic myles surgery on an unknown date and a drain was used. During surgery, the product was placed subcutaneous but the suction could not be done. Although reservoir was replaced, the situation did not change. It has been 11 days since the surgery, but currently, the drainage collected subcutaneous is being collected using a syringe. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: why has the patient had prolonged hospitalization? No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.